Event description:
Pt on bed, intubated, positioned and secured. Bed tested by attending dr prior to prepping and draping. After tilting bed to the left, bed would not go back to neutral position. Table was replaced with another one of the same model and the same problem was noted. A third table was brought to the room and also had the same problem. If staff pushed hard enough on the table while trying to level it, they were able to make it work. Case proceeded after about 1 hour of delay while patient was asleep. This appears to be a design issue. The table is rated for 800 lbs. The patient was around (B)(6) lbs. Manufacturer response for surgical bed, skytron (per site reporter): pending evaluation.